Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed loss of capture on the right ventricular (rv) lead. The physician elected to cap and replace the rv lead. On (B)(6) 2023, the patient condition was stable before, during, and after the procedure.